Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "does not function" was confirmed. Reliability engineering evaluated the devices; and the attachment will not secure a cutter properly and locking mechanism will not release from t he locked position. The back drive shaft is also damaged. The condition of the qd14 atachment is most likely due to usage, cleaning, and maintenance issues at the customer site. If additional info is received, a supplemental report will be sent. (B)(4).

Event description:
Report receive from the USA stating that the device did not function. The device was being used during surgery. There was no user or pt injury. It is unk if delay or medical intervention occurred. There was no additional info provided.